Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, it was discovered that the right ventricular lead was exhibiting noise. Programming changes were made. Patient was in stable condition.